Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not secure burr devices and had a liquid substance coming out of it. The burr lock mechanism assembly was disassembled and it was observed that two springs for the lock tabs had failed and were not pushing on the lock tabs to secure the burr devices. It was determined that one of the springs was observed to be out of place and deformed; and the other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place was due to the handpiece being run without a cutter. It was determined that the liquid substance coming out of the device was due to a biological material left in the device from improper cleaning. The assignable root cause was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cone on the motor device did not connect to the hose. During in-house engineering evaluation, it was observed that the device did not secure burr devices and had a liquid substance coming out of it. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.